Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 between noon and 3:00pm. The patient claimed he manages his diabetes with an insulin pump. On the onset of the alleged issue, the patient indicated he skipped/stopped his dose of bolus insulin (type and dose unknown). Approximately 6 hours after the alleged issue began, the patient claimed he was experiencing "high blood glucose" symptoms. A few minutes after the reported symptoms, the patient indicated he tested on his back up meter (onetouch ultramini) with a result of "292 mg/dl" and then administered 3.9 units of humalog insulin. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and the meter was not misused. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.